Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon enlarged the incision to remove and replace the lens with another model lens and used a suture to close the incision.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows the lens optic is torn off in half. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.